Manufacturer narrative:
The tech found the head up valve was sticking. He repaired the valve and head of the bed can be raised.

Event description:
Info received indicates the head of the bed would not rise.